Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant was removed due to non integration. However, upon visual inspection and clarification by the dental assistant it was determined that the implant was fractured. Patient has been rescheduled for new implant placement.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. One osseotite® implant 4 x 10mm (oss410) was returned for investigation. Visual evaluation of the as returned product identified significant signs of use and fracturing at the middle threads. Bone debris on the external threads as well. Device history record (DHR) review was completed for the subject lot number 2011061130. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2011061130) was performed for similar event using keyword fracture implant and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.